Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the internal magnet was demagnetized and subsequent loss of connection to the internal device. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient sustained a head trauma (date not reported) resulting in the loss of connection to the internal device. This report is filed february 15, 2016.